Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s family member reported via phone call that the insulin pump buttons were non responsive. The customer¿s blood glucose level was unknown. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated middle button and also the up and down button intermittently unresponsive. Customer stated block mode was inactive. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.